Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from(B)(6) that during service and evaluation, it was determined that the handpiece device ran by itself and the control unit was not functioning and was defective. It was noted that after the pre-test the device was disassembled, and it was found that a liquid was inside of the device. The liquid led caused a leakage current which led to an uncontrolled start of the device. The liquid most probably penetrated the device due to incorrect reprocessing method. It was further determined that the device failed pre-test for check function with test hand switch and check with test hand switch, after adjusting. It was noted in the service order that the power light on the electric pen drive device remained on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.